Manufacturer narrative:
(B)(4). D10: ep-200160 act artic e1 hip brg 28x54mm 339230. 11-301000 mod femoral prox locking screw 097770. 11-302102 arcos troch claw small 100mm 603640. 11-302136 arcos lateral troch bolt 36mm 814260. Unknown cone body unknown. G2: foreign: (B)(6). Mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, but neither were provided for the cone and body. Complaint history review and recall search cannot be performed without product identification for the cone and body. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip revision due to unknown reasons. Attempts have been made and no further information has been provided.